Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had power failure. A field service engineer (fse) found metallic debris from medication jammed behind the full height cubie drawer 2, which caused the station to fail to boot by interfering with the pyxis bus connections. The debris was cleared from inside the auxiliary cabinet, and the station began functioning normally. No parts were required to resolve the issue, and diagnostics confirmed that everything was working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary would not power on after the nurse attempted a power cycle to resolve a black screen. The unit showed no response when attempted to power it on, despite the outlet having confirmed power. Remote smart service shown offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.